Event description:
It is reported that the pt has knock knee due to the hip implants being tilted.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: the pt states that when his knees are together, his feet are about 10 inches apart. It is assumed that the valgus condition was apparent immediately post-op, rather than developing over time, based on the pt's verbiage. The combination of devices implanted are unk, therefore, device compatibility is unk. Neither x-rays nor operative notes have been received to assess component fit and orientation as per the surgical technique. The pt's medical history prior to the implants is unk. It is assumed that the pt did not have such an extreme valgus deformity prior to the implant surgery. If that is the case, then surgical technique likely resulted in the described event. This complaint may be re-evaluated upon receipt of additional info. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.